Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that diagnostic examination found age related macular degeneration on (B)(6) 2024.

Manufacturer narrative:
See manufacturer report # 2029214-2023-00966 for another report from this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with an artisse devices and rist catheter had visual disturbances. Red line and spots in the visual field of left eye was observed by the patient after the procedure. The next day these were changed to gray. The patient was hospitalized. The event is resolving. The event is possibly related the index procedure. Baseline aneurysm characteristics: aneurysm number: 1 side (hemisphere): left, location (vessel): middle cerebral artery, location of aneurysm in vessel: bifurcation branch, aneurysm morphology: saccular, maximum aneurysm diameter: 7.5mm, aneurysm dome height: 6.4mm, aneurysm dome width: 5.8mm, aneurysm neck size: 3.6mm, parent artery diameter distal to aneurysm: 2.1mm, parent artery diameter proximal to aneurysm: 2.6mm, no stasis at the end of the procedure. Complete neck coverage at the end of the procedure. Additional information received reported the patient underwent CT, cta, and mra diagnostics and site reported the event prolonged the index hospitalization, however, no other treatments/interventions were reported. Mdt assessment: possible to index procedure and ancillary device rist, not related to artisse or dapt. Visual disturbance was also noted. Medtronic received a report that on (B)(6) 2023 the patient experienced cerebral infarction. MRI imaging result showed small embolic lesion in left middle cerebral artery (mca) territory. The patient recovered and the issue was resolved on the same day. The event did not result in a new or worsening of an existing neurological deficit. This event did not cause congenital anomaly, death, disability, hospitalization, or medical intervention, and was not life-threatening. The site assessed this adverse event as possibly related to the procedure, the artisse, the rist catheter, and the rebar 18 catheter, and not related to dual antiplatelet therapy (dapt) or the disease under study. The sponsor assessed the event as caused by the artisse, not related to dapt, and possibly related to the index procedure and rebar catheter. Ancillary devices include a sofia intracranial support catheter.